Manufacturer narrative:
Medical products - zimmer revitan, proximal part, cylindrical, uncemented, 75, taper 12/14, item#: 01.00402.075, lot#: 2742280- head from competitor mathys, item#54.47.2130, lot#unknown - insert from orthodynamics (B)(4), item#14 474032, lot#unknown. Therapy date: (B)(6) 2014. Trend analysis: no trend considering the following event is identified: bone fracture during revision surgery. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that during revision surgery of revitan stem multiple fractures of the femur occurred. Surgery was extended for 90 minutes. Review of received data: - review of the received x-rays are covered under (B)(4) MFR# 0009613350-2017-01387. No valuable information can be attained from the x-ray reviews regarding the fracture of the femur. - surgical notes, dated (B)(6) 2017: the indication for the revision surgery is a fracture of the revitan stem in the taper area between the proximal and distal stem part. After opening of the joint, bloody effusion drains with no putrid parts. Indications for chronically infection are not seen. Intraarticular there are inclusions of tissue necrosis, dark discolored due to metallosis, and dark discoloration of the synovia. In addition, polyethylene abrasion granuloma and a very mild chronic synovitis as well as the deposits of intraarticular scarring are found. An arthrolysis, a synovectomy, a removal of all polyethylene abrasion granulomas and necrosis and a radical debridement of the soft tissues are performed. The proximal fracture part is now removed. The insert is removed and shows macroscopically no damage and no signs of abrasion. The shell is checked and shows no signs of loosening and is left in place. The distal part cannot be removed from proximal. A window system is applied over the entire femur. It turns out that the distal part is fully bony integrated and is gradually freed as far as possible with a chisel system. Attempts to remove the distal part resulted in a fracture of the femur between the tip of the prosthesis and the adjacent knee prosthesis. Trying to remove the stuck revitan stem finally succeeded. Because of the femoral situation, a cement system must be used, but due to the unstable proximal femur (multiple fissures), the choice falls on the available replacement system type mml of the company ao implants. In the rest of the report the implantation of the chosen implants are described. Devices analysis: - product examination of the received revitan stem is covered under (B)(4) MFR# 0009613350-2017-01387. Distal part of the revitan® stem bone attachments can be observed in the anchoring region mostly in the distal half on the stem, which is an indicator of osseointegration. Review of product documentation: - revitan stem was used in combination with a ceramic head from the manufacturer mathys and a pe insert and shell from the manufacturer orthodynamics (B)(4). This is considered off-label use because ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. To determine which devices have been authorized for use in a proposed combination, please visit the zimmer website: www.productcompatibility.zimmer.com. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients¿. - surgical technique of revitan revision hip system, (B)(4), on page 49 explains the correct removal procedure of the revitan distal stem. Root cause analysis: root cause determination using rmw: - excessive load applied to the bone due to wrong handling of instrumentation or excessive force required to extract stem => possible, correct handling of instrumentation during the op cannot be confirmed, therefore this risk cannot be excluded. - intra-operative complications due to wrong handling of instrumentation => possible, correct handling of instrumentation during the op cannot be confirmed, therefore this risk cannot be excluded. Conclusion summary: according to the information available at the hand, it is considered that during the revision surgery of revitan stem the surgeon had difficulties in removing the distal part of the stem due to fully bone integration and therefore use of the chisel system preferred to free the distal part. However, it ended up breakage of the femur and extension of the surgery time. Possible reasons for the bone fracture include wrong handling of instrumentation, use of wrong instruments or excessive force required to extract stem. However, since revitan stem was in use with competitor products, we identify the root cause for this issue as use error - inappropriate combination of products. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a revision surgery of a stem multiple fractures of the femur occurred.

Manufacturer narrative:
X-rays, surgical reports, product labels were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 18/200 on the left side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2017 due to unknown reason. During revision surgery multiple fractures of the femur occured.